Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and found machine working without any errors. Connected balloon and trainer for 2 hours with no issues. Handed over the machine in good working condition. All functional test performed.

Event description:
It was reported by the customer that during routine check, the cs100 intra aortic balloon pump (iabp) had autofill failure alarm. There was no patient involvement reported.

Manufacturer narrative:
Due to character limit: e1(event site name): (B)(6). A supplemental report will be submitted upon completion of our investigation.